Event description:
It was initially reported by the physician that high lead impedance was observed during diagnostics performed. The pt's settings were lowered from 1.50ma to 0.75ma until a decision was made on the possible revision surgery or further steps made. The physician ordered x-rays to be taken, but it is unclear if they have been taken as a copy has not been forward to the manufacturer for analysis. There hasn't been any seizure activity to have caused the possible lead break or pin insertion as the pt has been receiving efficacy, but has been doing heavy lifting at his job, so it is unclear if this could have caused the high impedance. No further details have been made on the issue to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Adverse event or product problem, corrected data: additional information indicates that the reported event was also an adverse event. Outcomes attributed to adverse event, corrected data: additional information indicates that the reported event was life-threatening and required hospitalization.

Event description:
A letter to the editor written by the vns patient¿s father titled ¿epilepsy¿ stated that the patient¿s settings were adjusted in (B)(6) 2010. Subsequently, the patient attempted to commit suicide and was hospitalized. The device was reported to be shorted out, but the neurologist did not program off the device as it was deemed unsafe for the patient. The device was eventually programmed off on (B)(6) 2010. The letter reports that the manufacturer determined the device was randomly firing and not at the correct dose; however, this information was not provided by the manufacturer or reported to the manufacturer. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009.

Event description:
The programming history was analyzed and decoded which identified that the high impedance first occurred on (B)(6) 2010 where the impedance value changed from 4526 ohms to 5737 ohms.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.